Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2015 and performed to specification, alongside random manual power ons, up to the final history log entry on the (B)(6) 2015. The returned pad-pak was inserted and passed a self-test however no instructional leds on the membrane illuminated. This indicates a fault. The device powered off with no warnings given and a green flashing status led. The device delivered test therapy without fault and an acceptable measurement was recorded for the test shock. The device powered off normally with a flashing green status led. No instructional leds were present throughout. The device was disassembled for investigation. Investigation found the reported fault can be attributed to a misaligned membrane tail. Upon visual inspection of the device the membrane tail was found to have been incorrectly installed. The reported fault could not be replicated during testing as the status led functioned correctly throughout. This would indicate the fault is intermittent in nature.

Event description:
There was no patient involved in this event. No status indicator.